Event description:
Post hemorrhoidectomy a hotline call to I-flow clinical services was received from the pt's spouse indicating that the pt had redness, pain and swelling around the catheter insertion site. The pt was taking sitz baths per her doctor's orders. The pt was instructed to contact her doctor promptly. Follow-up attempts by I-flow clinical services were made to contact the patient on sunday (9/25) and monday (9/26), but received no returned call. A message was left with their doctor by clinical services on 9/27 notifying them of the incident. The I-flow sales representative followed-up with the doctor on 9/28; the doctor stated that he had seen the patient on saturday, 9/24. The doctor indicated that the catheter was removed, the pt was started on antibiotics and is doing well.